Event description:
It was reported that a thrombus occurred. In (B)(6) 2018, the patient underwent a watchman left atrial appendage (laa) closure procedure and was on warfarin post-procedure. The patient presented for their 45-day transesophageal echocardiogram (tee), which was unremarkable. When the patient presented for their 1-year follow up tee, a thrombus was visualized on the device. The patient was kept on coumadin and will have a follow up at a future date.